Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) xiitp6585, (osseotite tapered certain prevail implant 6/5 x 8.5mm) for evaluation. Visual evaluation was performed, the drive feature could not be inspected due to a removal tool stuck. Tool frs 16 (1.6mm). Upon follow up with clinician, it was reported that there weren¿t any failures to report for the frs 16. The tool was added to the concomitant product section. Device history record (DHR) review was completed for the subject lot number 2019080103. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019080103 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. However, a definitive root cause could not be identified due to the removal tool stuck inside the implant. Therefore, based on the available information, a device malfunction was not established. The implant had a removal tool stuck inside. The reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported internal thread of implant at tooth site 36 was worn. Doctor performed extended drilling and used male thread but there was a high insertion torque. Internal thread of implant was worn. Procedure was completed with a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.